Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-05407. It was reported that myocardial infarction occurred. In (B)(6) 2011, a 2.5x20mm taxus liberte stent was deployed to treat an unknown lesion not in the right coronary artery (rca). In (B)(6) 2013, the patient presented with chest pain and breathing difficulty. Angiography revealed 90% stenosis in the distal left circumflex artery which was treated with a 3.0x18mm non-bsc stent. In (B)(6) 2014, the patient presented by ambulance with orthopnea. An electrocardiogram revealed st depression and the patient was diagnosed with old myocardial infarction. The next day angiography revealed 50-75% in-stent restenosis of a non-bsc stent in the rca. Total occlusion at the proximal left anterior descending artery was also confirmed. It was decided that the patient would be re-examined in six months. In (B)(6) 2014, antiplatelet agent was changed to only complavin and the patient was discharged.